Event description:
The customer claims that during use the alarm does not sound. Customer made attempts to adjust the volume and the results remain the same. The batteries were replaced with the same type. There is no visible damage to the outside of the alarm unit. The battery door is missing. There was no pt injury or incident reported.

Manufacturer narrative:
(B)(4). Eval results: eval for the returned product shows that when tested the alarm powered on, but there is no alarm tone. The unit battery door is missing. (B)(4).